Manufacturer narrative:
Citation: schörghofer et al. The prognostic value of tricuspid annular dimensions in tavi patients: a CT-based retrospective analysis of risk stratification and long-term outcomes. J clin med. 2025 may 5;14(9):3191. Doi: 10.3390/jcm14093191. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the prognostic value of tricuspid annular dimensions in transcatheter aortic valve implantation (tavi). The study population included 522 patients from a single center who were predominantly female with a mean age of 82.1 years old. All patients were implanted with a medtronic evolut r or evolut pro or bioprosthetic valve. Three procedural deaths occurred in the study population. No further details were provided on these deaths. Seven deaths occurred within 30 days of implant; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, arrhythmia requiring permanent pacemaker implant, and major vascular complication. No further information was provided pertaining to medtronic products.